Event description:
Additional information was received from a manufacturing representative. The rep reports that they were informed via patient today that they had their ins and lead removed about 1 week after implantation. Pt reported that after implant they noted 'sciatica like pain' particularly in their legs from stimulation, and notified rep. Rep reports that they spoke with pt about trying different programs and following up with hcp for further guidance at that time (a day or two after implant). Pt reports that they met with hcp who instructed them to turn stimulation off, and then subsequently had it removed at some time the week after implant. The rep was not with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that that since implant, they have been feeling vibration down their leg and up their back on the side that it was implanted. They have tried changing programs and decreasing the amplitude, but the vibration continues. The caller also reports that it feels like they have done a thousand crunches on their right side and their leg feels like a thousand lunges and they think there is still stimulation happening to those muscles. The patient reports that during the procedure, the healthcare provider was getting some aberrant signaling when testing the leads and they were having rotation of the leg when they were stimulating it as opposed to just the bellows response and seeing the foot arch. They do not know if changing which of the 4 electrodes is on will make a difference. They were told by a medtronic representative that ideally you are not constantly changing between programs to try and figure out what works best, but at the same time they don't even know where to begin. They changed it to a different program and it helped their urinary symptoms but they are still having these abnormal leg and back vibrations. The issue was not resolved through troubleshooting. The customer was redirected to their healthcare provider to further address the issue. The caller reports that the hcp is not calling them back. Reviewed that they have the option to turn the stimulation off to see if that helps resolve it, while waiting to hear back from the hcp.